Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, with a documented nadir of 40 mg/dl, and inquired about resetting the algorithm; the agent provided education on proper meal announcing and advised contacting the endocrinologist or ilet trainer for further management. Symptoms included hypoglycemia. Outcomes included self-treatment with food and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and an unclear cause of hypoglycemia. It was concluded that the event was non-serious with cause undetermined and that the device function was not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.